Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance (sli) measurements, measuring 126 ohms. It was noted that sli have been measuring around 120-130 ohms. Technical services discussed programming and troubleshooting options. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.